Event description:
During the night shift a baxter buretrol containing ceftazidime was running at 48cc/hr. Several hours later, the nurse noticed that the buretrol was cracked 4-5 inches along shaft. The buretrol contained fluid; the above clamp was closed and the vent was open, according to protocol. New buretrol was primed and the lines were switched. No patient injury.